Event description:
It was reported that during a metatarso-phalangeal (mtp) joint fusion surgery the box for the chosen plate was opened and the implant inside wasn¿t the correct one. The outer box was mtp straight, short, ar-8944-ps, lot 11073397. Implant inside was mtp contoured short right ar-8944cr-ps, kit 13922763. The box was sealed at the product label end, but the sellotape seal at the other end was broken. Another ar-8944-ps from the loan kit was used to complete the procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a metatarso-phalangeal (mtp) joint fusion surgery the box for the chosen plate was opened and the implant inside wasn¿t the correct one. The outer box was mtp straight, short, ar-8944-ps, lot 11073397. Implant inside was mtp contoured short right ar-8944cr-ps, kit 13922763. The box was sealed at the product label end, but the sellotape seal at the other end was broken. The reported event was confirmed as the visual evaluation revealed that the sent items fitting the error description. The outer white packaging shows ar-8944-ps / 11073397 and the inner sterile packaging shows ar-8944cr-ps / 13922763 (see evaluation picture 2 + 3). Also the sellotape seal is torn open (see evaluation picture 5). Further the plate in the sterile packaging is has a different lot number (12839881) than the sterile packaging (13922763) - (see evaluation picture 3 + 4). The most likely cause for the reported failure can be attributed to a manufacturing issue; (packaging/handling).